Manufacturer narrative:
(B)(4)

Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015, to report a patient that experienced hitting a blood vessel during sensor insertion, on (B)(6) 2015. It was further reported that the patient's sensor pod filled with blood. At the time of contact, it was reported that the patient was in the hospital and experiencing discomfort. It is unknown if the reported hospitalization was related to dexcom use. It is unknown if the patient received treatment at the hospital. No additional event or patient information is available. There was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).